Event description:
The customer reported that the device had a speaker malfunction and no sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility. The repair technician evaluated the device and found that the device had a malfunction of the speaker. The alleged device was removed from service. The device is to be repaired by replacing the parts that were found damaged and outdated. The final disposition of the device is to be determined upon completion of the update process and after performance assurance testing.

Event description:
The customer reported that the device had a speaker malfunction and no sound. The speaker failure was confirmed.the device was not in use on a patient at the time of the event.